Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched message caused by a failed upper latch switch. The upper auxiliary assembly (containing the latch switch) was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming door not fully latched. Any patient injury or involvement is unk.